Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high impedance. No patient symptoms were reported. The lead was implanted. During a post-op check on (B)(6) 2014, the high impedance continued. The left ventricular cap confirm was turned on and the patient was stable.